Event description:
It was reported that post-op a laparoscopic adjustable band procedure, the pt was not feeling restriction after a fill. The surgeon performed an x-ray with contrast and noticed that the tubing was disconnected from the port. The pt was taken into the or and the tubing was reconnected to the port. The pt is doing well.

Manufacturer narrative:
Info is unavailable; device was not returned for eval. Device remains implanted.